Event description:
The manufacturer received information alleging a dreamstation 2 advanced auto CPAP device is overheating and it is very hot that it dries the water out. The device is very hot to the touch. The patient reports putting ice in the device to keep it cool. There was no smoke, flames, melting, warping or voids/gaps in the enclosure. The device was plugged into a power strip. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging a dreamstation 2 advanced auto CPAP device is overheating and it is very hot that it dries the water out. The device is very hot to the touch. The patient reports putting ice in the device to keep it cool. There was no smoke, flames, melting, warping or voids/gaps in the enclosure. The device was plugged into a power strip. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The dreamstation 2 advanced auto CPAP device was returned to the manufacturer service center for evaluation. No errors were found; therefore, no components were replaced to correct a malfunction. The device passed all tests and the customer complaint was not reproduced. The device was scrapped.